Manufacturer narrative:
Date of birth, weight and ethnicity: unknown/ not provided manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor lost suction on a patient during the capsulotomy treatment. The doctor regained suction and completed the lens fragmentation and arcuate incisions. During cataract removal, there was an anterior tear to the capsular bag. Doctor was able to successfully complete the surgery. No additional information was provided.